Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and a haptic tore upon insertion. The lens was removed without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval: results: visual inspection of the returned prod showed that a haptic plate was torn off from the optic and missing. There was a clear surgical residue on the lens.